Manufacturer narrative:
This event was also reported under manufacturer report #3004209178-2018-06753. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. Caller said the patient had two mrsa infections which were horrible. No further information could be obtained as the caller abruptly ended the call. No device issue was reported and no further patient complications have been reported as a result of this event.